Event description:
It was reported via repair work order that the power load is stuck at mid load and cannot be loaded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.